Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Reporter alleged discrepant blood glucose results of hi back to back with a result of 255 mg/dl when testing was performed 5 minutes apart, on the advantage system (meter with a strip lot 549431 and expiration date 01/31/2008). Reporter did not provide the location of the testing. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.